Event description:
The customer's mother reported that the customer had a rash on her arm and abdomen where pods have been worn. The customer is experiencing itchiness and bumps at the site. The customer's mother took her to her doctor who prescribed a steroid cream to treat the rash.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported doctor visit for the pt's site irritation. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.